Event description:
The medical professional reported that the patient started complaining of intermittent neck pain. Output current was decreased from 0.65 ma to 0.5 ma due to neck pain, and patient was also diagnosed with thyroid cancer at this time. Patient underwent chemo and was still complaining of neck pain, and also started complaining of left chest pain therefore the vns was turned off. They weren't sure if the radiation therapy could have damaged the lead. The patient continued to have pain at the generator site therefore the patient was referred to a surgeon and the mother requested explant. The patient went to the ER for chest pain and the device was explanted the next day. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date.